Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform the displacement test and verify the compromised force sensor system alarm. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.